Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas and evaluated by product analysis on (B)(6) 2015 with the following findings: device evaluation: on examination, the battery compartment was noted to be cracked from the top of the battery compartment down to the case seal. Investigation confirmed the complaint.